Event description:
Coiling treatment was conducted of an acute iii nerve palsy and a 12mm intra-cavernous aneurysm. It was reported that upon positioning the coil, it detached partially within the microcatheter and the aneurysm. An attempt was made to retrieve the coil using a snare, however the coil broke. The proximal end of the coil was left in place in the subclavian artery. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in this event has not yet been returned for eval. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. Mvi reference number: (B)(4).

Manufacturer narrative:
The delivery pusher was returned for evaluation with the implant detached. As reported, the implant was not available to be returned. The distal end of the delivery pusher damaged with evidence of being stretched. Based on the analysis findings, he customer complaint is confirmed as the coil is detached from the delivery pusher. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).